Event description:
Syringe separated in operating room during cataract surgery. Injury to patient's left eye occurred when an irrigation cannula and syringe became separated. The iris was struck by the cannula and posterior capsule was torn. Test conducted to rule out device malfunction.